Manufacturer narrative:
(B)(4). One unused 340 ml water bottle was received for evaluation, along with an 040 humidifier adaptor in an opened package. Upon visual inspection, there is a channel from the bottom of the adaptor port to the top of the bottle. Functional testing was conducted as follows. The adaptor was attached to the water bottle and the water bottle/adaptor assembly was applied to a flow meter. The flow meter was set to 1 1pm and no bubbles were observed in the bottle. Upon increasing the air flow, bubbles appeared in the water bottle. Complaint is confirmed. Review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. A non-conformance is opened to further address this issue. Teleflex will continue to monitor for complaints of this nature.

Event description:
Customer complaint alleges that "bubbling from sterilized water could not be confirmed during use". There was no report of patient impact or consequence. Patient condition reported as "fine".